Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding/ abnormal bleeding (general)") in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included benzonatate (tessalon perles), hydroxyzine hydrochloride (vistaril), nicotine, paracetamol (tylenol regular) and salbutamol sulfate (ventolin hfa). In (B)(6) 2015, the patient experienced urinary tract infection ("infection type: urinary tract"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("anxiety"), depression ("depression,"), rash ("rashes"), urticaria ("hives"), migraine ("migraine"), headache ("headache"), nausea ("nausea"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems type: degraded vision"), fatigue ("fatigue"), weight increased ("weight gain"), fallopian tube enlargement ("fallopian tubes swollen"), dyspnoea ("breating problem"), alopecia ("hair loss"), renal cyst ("kidney issue cyst"), back pain ("lower back pain") and arthralgia ("hip pain"). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), bladder disorder ("bladder or urinary problems condition") and urinary tract disorder ("bladder or urinary disorder: urinary tract disorder"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)/). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, anxiety, depression, rash, urticaria, urinary tract disorder, migraine, headache, nausea, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, fatigue, weight increased, fallopian tube enlargement, dyspnoea, alopecia, renal cyst, back pain and arthralgia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, dyspnoea, fallopian tube enlargement, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, renal cyst, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on(B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-jul-2018: plaintiff fact sheet received: reporter information and lab data updated. Indication female sterilization was added. Events were clubbed with previously reported events. Events:mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, anxiety, depression, rash, urticaria, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, allergy to metals, dysmenorrhea, dyspareunia, vaginal discharge, vision decreased, fatigue, weight increased, fallopian tube swelling, dyspnoea, alopecia, benign renal neoplasm, back pain, arthralgia were newly added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device dislocation ("single essure coil present") and genital haemorrhage ("heavy abnormal bleeding/ abnormal bleeding (general)") in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included general anesthesia. Concomitant products included benzonatate (tessalon perles), hydroxyzine hydrochloride (vistaril), nicotine, paracetamol (tylenol regular) and salbutamol sulfate (ventolin hfa). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced urinary tract infection ("infection type: urinary tract"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("anxiety"), depression ("depression,"), rash ("rashes"), urticaria ("hives"), migraine ("migraine"), headache ("severe headache"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems type: degraded vision"), fatigue ("chronic fatigue"), weight increased ("weight gain"), fallopian tube enlargement ("fallopian tubes swollen"), alopecia ("hair loss"), renal cyst ("kidney issue cyst"), back pain ("lower back pain") and arthralgia ("hip pain"). In (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2016, 11 months 5 days after insertion of essure, the patient experienced dyspnoea ("breathing problem /shortness of breath") and pruritus ("itching"). On (B)(6) 2016, the patient experienced photophobia ("photophobia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), bladder disorder ("bladder or urinary problems condition"), urinary tract disorder ("bladder or urinary disorder: urinary tract disorder"), pelvic discomfort ("several pain discomfort"), menometrorrhagia ("irregular heavy menses"), abdominal distension ("bloating") and chest pain ("chest pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) on (B)(6) 2016). On (B)(6) 2016, the patient experienced device dislocation (seriousness criterion medically significant). At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, anxiety, depression, rash, urticaria, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, fatigue, weight increased, fallopian tube enlargement, dyspnoea, alopecia, renal cyst, back pain, arthralgia, pelvic discomfort, menometrorrhagia, abdominal distension, chest pain, pruritus and photophobia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, chest pain, depression, device dislocation, dysmenorrhoea, dyspareunia, dyspnoea, fallopian tube enlargement, fatigue, female sexual dysfunction, genital haemorrhage, headache, menometrorrhagia, menorrhagia, migraine, mood swings, nausea, pelvic discomfort, pelvic pain, photophobia, pruritus, rash, renal cyst, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: on or about (B)(6) 2016 she underwent a laparoscopic bilateral salpingectomy to remove essure devices, the pathology report noted a single essure coil present. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion pathology test - on (B)(6) 2016: single essure coil present . Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Following event: irregular heavy menses, several pain discomfort, bloating, chest pain, itching, photophobia, single essure coil present. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (she undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.